Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while at a store of unclear cause and self-treated with sugary soda and cookies, after which blood glucose corrected and stabilized at 104 mg/dl; the user stated the ilet is making a difference and is using a steel cannula infusion set. Symptoms included hypoglycemia. Outcomes included resolution without hospitalization. Investigation included complaint intake review, user troubleshooting and education, and assessment of device alerts indicating a low-glucose notification. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with an isolated hypoglycemic episode with unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.